Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage at the tubing collar junction (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage at this area may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis of the device returned also noted surgical-like damage to the buckle and ring of band. We believe all of the damage was likely caused during surgery to remove the device. Performance tests indicate no leakage at the access port or access port tubing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Event reported as a leak in tubing with band replacement.